Event description:
It was reported that during a tonsillectomy + adenoidectomy, the evac 70 xtra had an ablation failure. The procedure was successfully completed without a significant delay using a back up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. No manufacturing abnormalities were identified. During functional evaluation the device was connected to a compatible coblator ii controller and the returned device excites low plasma in center of the three electrodes; the suction line was tested and performed as intended; the saline line was tested and performed as specified; the complaint was not verified as the device was able to be activated. The root cause could not be determined with certainty.